Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared or vibrating inappropriately at times. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.